Manufacturer narrative:
(B)(4).

Event description:
It was reported that app is closed occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be potential patient misuse as the app was manually closed. The reported event of app is closed is reportable based on the finding of an app crash. No injury or medical intervention was reported.